Event description:
A malfunction was reported on the pump, identified by a code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue returned.